Event description:
It was reported that the fiber tip was burnt and broke when it lightly contacted tissue and then detached inside of the patient. The fiber tip was retrieved using forceps and the procedure was completed with another device without patient complications.

Event description:
It was reported that the fiber tip was burnt and broke when it lightly contacted tissue and then detached inside of the patient. The fiber tip was retrieved using forceps and the procedure was completed with another device without patient complications.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap was fractured at the fiber/glass cap fusion zone. The distal portion was not returned. In addition the glass cap exhibited devitrification. The heat shrink tubing open wall integrity exhibited signs of melting and the fiber appeared blackened near the location of the break and melting. The fiber was tested using a hene laser fixture and the aim beam was present at the fractured fiber/glass cap fusion zone. No breaks were noted along the fiber length. The connector cone, segments and tabs appeared to be in good condition and secure. The control knob was intact and capable of rotating the fiber. Due to the observed fiber/glass cap fusion zone fracture, an evaluation conclusion code of unintended use error caused or contributed to event was assigned as it is most likely that the damage noted was caused by heat accumulation through tissue contact.